Event description:
It was reported that the external pulse generator (epg) stopped working while connected to the patient. The external battery was replaced and the epg still stopped working. Additional information obtained via the service report indicated that the device had "switched off by itself even with a brand new battery." There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found that the battery contacts were "filthy." The epg passed long-term and automated test system analysis tests.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. . Evaluation summary: (B)(4). Analysis found that the battery contacts were "filthy." The epg passed long-term and automated test system analysis tests. Correction: further review prompted a change in the device analysis results. Analysis found that the device was altered before incoming test could be performed. The unit tested and no anomalies were found.